Event description:
It was reported that the ilet bionic pancreas displayed alert 41 indicating an insulin shaft rewind error, the device was restarted per instructions, and the alert recurred, it was reported that the ilet bionic pancreas displayed alert 41 indicating an insulin shaft rewind error, the device was restarted per instructions, and the alert recurred, after which the patient was instructed to discontinue use and a replacement device was arranged with education on backup therapy. Symptoms included no reported impact to blood glucose. Outcomes included interruption of insulin delivery requiring temporary backup therapy and device replacement. Investigation included review of device history, confirmation of the alert within the device logs, user support troubleshooting, and return of the device for assessment. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system. Which the patient was instructed to discontinue use and a replacement device was arranged with education on backup therapy. Symptoms included no reported impact to blood glucose. Outcomes included interruption of insulin delivery requiring temporary backup therapy and device replacement. Investigation included review of device history, confirmation of the alert within the device logs, user support troubleshooting, and return of the device for assessment. Investigation of this case revealed a recurrent mechanical or control malfunction associated with the insulin delivery mechanism consistent with an absolute range error of the insulin drive, aligning with known pump alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the insulin drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.